Event description:
Crosssail balloon catheter was advanced to the lesion. Upon inflation contrast was noted to leak out the distal end of the balloon. An air emboli was injected into the patient and there was st elevation. The device was removed from the patient. Nitro was given and the patient symptoms resolved. Upon removal of the device outside the patient's body it was noted that the shaft was found to have a leak, just proximal to the balloon. Reportedly, the patient is doing fine.